Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 50 mg/dl at the time of the event and reported a sensor glucose vs blood glucose reading mismatch. The hypoglycemia was treated with carb intake. The event involved product mmt-7040c1. Troubleshooting was performed for sensor glucose vs blood glucose and found that the customer taken medication such as paracetamol. The sensor glucose reading was 50 mg/dl and blood glucose was 88 mg/dl and the difference between sensor glucose vs blood glucose was more than 30%. The sensor glucose vs blood glucose difference was not within range. Troubleshooting was partially performed for hypoglycemia. The customer had used the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. The customer will discontinue the usage of the sensor. No product return is required for mmt-7040c1.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.